Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10926. It was reported that the burr became stuck on the rotawire. A 1.75mm rotalink¿ plus and a rotawire were selected for use. During procedure, it was noted that the rotawire could not be removed from the burr, thus, the procedure was discontinued. The procedure was completed with another of the same burr. No patient complications reported.